Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. The supplies were not damaged by an outlet port clamp or assist device. There was an open clamp and an unused supply line. The tsr advised the hp to start over with new supplies. Proper procedures were reviewed and there were no samples available. The lot number was not available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.